Manufacturer narrative:
The autopulse lifeband (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: a visual inspection of the returned lifeband was performed and found that the lifeband was received not on its original packaging. The compression pad was received dirty. Further visual inspection for the returned unit revealed multiple creases and twists on the surface of the belt guard indicating that the unit was used multiple times. The rub guard liner that connects to the compression pad of the left belt guard was torn and ripped. The locking tab on belt cover was broken apart from the belt guard. No other issues were observed. Functional testing of the lifeband could not be performed due to the condition of the device received. DHR review: DHR review for autopulse life band lot number 47517 found no nonconformities with the lot. In conclusion, the investigation of the returned lifeband confirmed the customer reported issue. Based on the condition of the unit, the cause of the damages observed to the lifeband have been determined to be handling damage sustained during use or storage. Note that the autopulse lifeband are 100% inspected during manufacturing. Zoll inspection procedure has steps to verify the hinge pin is in place and is flush with the surface of the belt guard and no twists or creases are present throughout the entire belt. The belt sections covered by tyvek are felt by hand to assure no twits exist. Additionally, the autopulse user guide informs the user to lift up the lifeband to its fullest extension, ensuring that the side bands are at a 90 degree angle to the platform, that they are not twisted and that there are no obstructions.

Manufacturer narrative:
Zoll has not yet received the autopulse lifeband in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a device check, the customer found the autopulse lifeband s/n (B)(4) had broken and could not be used. No patient information was given. No further information was provided.